Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of its lcd touchscreen flickering and the smell of smoke could not be duplicated during testing. Ventec opened the device in order to perform a visual inspection where it was observed that the emi shield on the control board had been crushed by the device's internal battery. This damage is indicative of external pressure to the bottom of the device, pushing the internal battery into the grounded shield. This would electrically short to the ground potential all traces and components that ended up touching the emi shield and increase the likelihood of an increased current event with smoke and heat-related odors, thus confirming the reported issue. When the external pressure was removed, the metal shield sprung back enough to free the short circuits. Ventec downloaded the electronic records from the device for review and observed no system faults or inop/reboot events in the memory, indicating that the device had functioned normally and the source of the symptoms were likely external to this device. The physical and electrical stress on the affected components during this temporary event warranted the replacement of the device's control board. Ventec did not observe any physical damage to the device's exterior housing or any structural supports, however, this does not necessarily preclude a previous drop or possibly the mounting assembly or carrying case being used by the patient putting undue external stress on the device. Ventec replaced the control board to resolve the reported issues. Proper device operation was confirmed through functional and performance testing. The vocsn clinical and technical manual provides the following warnings [p.19]: "warning: put vocsn into service in accordance with the information provided in this clinical and technical manual. Vocsn operation may be impaired or become unsafe by failure to follow setup and operating instructions, the connection of unauthorized accessories, or the unauthorized modification of vocsn. All modifications made, and accessories used with vocsn, must meet the requirements of iec 60601-1. The organization responsible for device setup must ensure the compatibility of vocsn and all parts and accessories used to provide therapy to the patient prior to use. Warning: only use carrying cases approved by ventec life systems. Use of unauthorized carrying cases may result in damage to vocsn, impaired device performance, and risk to the patient." Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was user error.

Manufacturer narrative:
H6: ventec performed an initial evaluation of the device. Ventec continues to investigate the reported event. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec: "we had an incident with a vocsn in which the patient was traveling and the device began to smoke. The family had to pull over to the side of the road and provide mouth-to-mouth until other family members arrived with a back-up system. It was quite harrowing and the patient is now okay but the family was quite upset that it occurred.¿ the reporter later advised ventec that at the time of the reported event the family smelled smoke and visually saw it coming out of a side vent, as well as observed the lcd touchscreen flicker. There were no reports of patient harm as a result of the reported issue, however, medical intervention was necessary to prevent permanent impairment/damage to the patient.